Event description:
During a remote follow up, far field r wave oversensing resulting in inappropriate mode switching was observed on the device. Technical support was contacted and recommended reprogramming to resolve the event. The device was reprogrammed. The patient was stable.